Event description:
According to the reporter: the pouch was torn prior to use. Used another one to complete surgery. No injury was reported.

Manufacturer narrative:
Initial report submitted: february 7, 2008.